Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter was received for evaluation in two segments. Gross visual, microscopic, tactile and functional evaluations were performed. The distal catheter segment was returned and measured approximately 15.6cm in length. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be glossy with striations throughout. Therefore, the investigation is inconclusive for the reported fluid leak, suction issue and fracture issues as provided evidence was not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025 post the procedure, it was noted that there was no backflow. Furthermore, a CT scan revealed there was contrast leakage. Reportedly, the port was removed. On (B)(6) 2025, the rupture occurred when the port and catheter were severed with scissors to facilitate removal. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025 post the procedure, it was noted that there was no backflow. Furthermore, a CT scan revealed there was contrast leakage. Reportedly, the port was removed. On (B)(6) 2025, the rupture occurred when the port and catheter were severed with scissors to facilitate removal. There was no reported patient injury.